Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(4) , UDI#: (B)(4). The system was serviced in the field and hardware parts were replaced. Additional information was not provided. Codes b01, c19, and d15 are applicable. H6) the product ID: 9735821r, serial/lot #: (B)(4) , UDI#: (B)(4) was returned and analysis confirmed the reported event. As reported, the left lens was missing. There were also deep scratches in the center, along the top edge of the housing. A check of the event log did not show any adverse events. The positioning sensor unit (psu) passed an accuracy test (aak) at .123 millimeters (mm) with a passing threshold of .250mm. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while moving the camera, the site bumped the front of the camera into the side of the monitor. The camera lens broke and fell out of the camera. There was no patient involvement.